Event description:
Philips received a complaint by the customer on the v60, indicating that the device was powering on by itself. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated that device was powering on by itself. The customer was unable to find any error codes in event log. The device powered off when ac was removed and booted on when ac was put back. The power button did not power unit down when unit was plugged in. The customer had to remove power to get unit to shut down. The rse informed customer the manufacturers recommendation for unit powering on by itself is the following: 1. Replace the user interface (ui) printed circuit board assembly (pcba). 2. Replace the power switch overlay. 3. Replace the power management (pm) pcba. The rse provided parts ID and pricing. The customer was advised by technical support to replace the user interface (ui) assembly, pm pcba and was provided with part number. The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, user interface (ui), aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.